Event description:
A medwatch was received from the FDA on (B)(6) 2012. A patient with an unknown admitting diagnosis was undergoing a CT scan. Post procedure, the patient experience a flushed face, nausea, vomiting, sneezing, coughing, and swelling of the throat, face, neck, and eyes. The report states these symptoms were perceived to be an allergic reaction to contrast dye.

Manufacturer narrative:
Multiple documented attempts have been made to gain additional information; however, these attempts have been unsuccessful. A system service check of the stellant injector has been offered to the site. Additional applications training was offered; however, the site declined. Based on the limited information reported, we are unable to determine if the stellant injector contributed to the alleged event. In the event additional information is obtained, a follow-up report will be submitted.